Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic esophagectomy - "dr. (B)(6) states that he was readjusting a trocar already placed in the patient when it broke in half. A surgical tech stated that the trocar was being "torqued" pretty hard during the time that it snapped in half" patient status - "stable".

Manufacturer narrative:
Additional information was requested and received. We have tried to obtain the incident device for evaluation with no success. The event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to confirm the root cause of the event. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Based on the customer's description of the event, the root cause is likely the result of excess force during adjustment of the trocar inside the patient. Applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received 02jun2016. The obturator was used foe all insertions. The trocar was placed between the ribs.